Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada #6. Details of surgery: implant surface not completely covered w/bone and ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with fair oral hygiene, bruxism and previous bone augmentation. The device was sent to the mfg. At the event the patient experienced infection, peri-implantitis, pain, mobility, swelling, abscess, fistula and inflammation. No further patient complications were reported.